Event description:
It was reported via user-facility medwatch report that "a nurse was pushing a pt from the foot of the stretcher in a busy congested emergency department. The right side rail gave way and collapsed resulting in the nurse falling forward on the pt. Nurse pulled the railing back up and made a second attempt to push the stretcher but the railing again collapsed after a few feet of movement forward, the nurse's upper body again fell forward. Nurse felt a tightening in his lower back after the incident. The nurse then moved to the head of the stretcher and pulled the stretcher with the pt the remaining distance to the emergency department bathroom."

Manufacturer narrative:
At this time, no new info has been obtained from the user facility. Investigation is underway.